Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up the patient's atrial lead exhibited low sensing and no capture. No intervention or patient symptoms were reported.